Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. The sections of the device with the foreign material had no physical damage. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign material in the air/water cylinder, the auxiliary jet channel, and the plastic distal end cover. There were no reports of patient involvement.